Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a total hip arthroplasty on (B)(6) 2004. It is further alleged that the patient has been having increasing pain and discomfort in his left hip and radiographs demonstrated no signs of proximal ingrowth of the femoral component. The patient was revised on (B)(6) 2011 with a preoperative diagnosis of "left hip aseptic femoral loosening."

Manufacturer narrative:
An event regarding loosening involving a restoration ha stem was reported. The event was not confirmed. Visual, dimensional and functional inspection not performed, no devices were returned. Medical records received and evaluation indicated that insufficient medical records were received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a total hip arthroplasty on (B)(6) 2004. It is further alleged that the patient has been having increasing pain and discomfort in his left hip and radiographs demonstrated no signs of proximal ingrowth of the femoral component. The patient was revised on (B)(6) 2011 with a preoperative diagnosis of "left hip aseptic femoral loosening."